Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 250cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with a saline mentor smooth round high profile 250cc on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 250cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal and replacement with a saline mentor smooth round high profile 250cc on (B)(6) 2018. The device was returned to mentor without fluid inside. Upon receipt creases were observed on the anterior and posterior aspect. Leak testing revealed there was leakage from the valve. No other anomalies were observed. The complaint was confirmed, based on the information provided and the results of the laboratory examination of the device, the mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The device history record (DHR) for lot number 243700 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).